Manufacturer narrative:
(B)(4). This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No further details were provided and the product was unavailable for return. A complaints database search could not be conducted as no product codes were provided. A review of manufacturing records could not be conducted as no lot numbers were provided. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. Without further information or return of products the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion. If further information is received the complaint shall be reopened and investigated further. No further actions are identified. Post market surveillance is per (B)(4).

Event description:
Depuy received the complaint below:"my sister in law was implanted with a depuy brond hip prosthesis manufactured in the united states. It broke two months later. She was forced to leave her job in (B)(6) and do a second operation. She wanted to sue johnson & johnson, I advised her to negotiate with johnson & johnson amicably. Could you give me the contact details of the department or the individual concerned".